Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagogastric fundus during an endoscopic ligation procedure performed on (B)(6) 2021. During the procedure, it was observed that the third band was deployed normally; however, the fourth band could not be detached to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the esophagogastric fundus. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. Additionally, it was also reported that the physician did not remove the ligator shrink wrap at the end of the setup, after tensioning the tripwire which is not describe in the instructions for use. ***correction*** it was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagogastric fundus during an endoscopic ligation procedure performed on (B)(6), 2021. During the procedure, it was observed that the third band was deployed normally; however, the fourth band could not be detached to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the esophagogastric fundus. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Blck h6: medical device problem code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was observed that the trip wire was partially rolled in the handle assembly and there was evidence that I was secured in the handle slot when received. However, the trip wire was kinked at the proximal section. The suture was broken with one section was attached to the trip wire loop and the other section was attached to the ligator head. Further analysis noted that the evidence of suture broken was likely to separate the device from the scope. This condition is not considered as an issue of the device. Additionally, there were three bands attached on the ligator head and some of the ligator head teeth were bent, indicating the device experienced a deployment failure. The suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly and no other issues with the device were noted. The trip wire bent/kinked could occur during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally the ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU). It was reported that the device was performed in the esophagogastric fundus. Per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use. Block h11: correction: b5 (describe event or problem)

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagogastric fundus during an endoscopic ligation procedure performed on (B)(6) 2021. During the procedure, it was observed that the third band was deployed normally; however, the fourth band could not be detached to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the esophagogastric fundus. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. Additionally, it was also reported that the physician did not remove the ligator shrink wrap at the end of the setup, after tensioning the tripwire which is not describe in the instructions for use.